Event description:
Piece of device material flaked off.

Manufacturer narrative:
The report from the field indicated that: a patient was undergoing the coiling of an aneurysm when the physician noticed a blue flake or fleck of plastic on the rotating hemostatic valve (rhv), through which the product was placed. This blue fleck is presumed to have come from the coil or the microcatheter. There was no pt injury and the procedure was successfully completed. The microcatheter used was a prowler select lp es. This is the first of two products used during the procedure or involved with this adverse event, which is associated with mfg report # 1058196-2004-00139. This product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.